Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, system was in clinical use and the procedure was completed during planned treatment/non-emergency treatment. Per the information collected, the wireless footswitch did not connect to its base station. The wireless connection with the base station was re-established after replacement of the wireless foot switch and base station. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (z-0476-2022) the codes were updated based on the investigation outcome. The health impact code and evaluation method code were corrected.

Event description:
It has been reported to philips that the wireless footswitch was not working intermittently after the implementing the firmware update correction. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.